Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
D4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed worn lens. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The loctite holding the sensor failed over time. The cause of the reported issue was due to the upstream occlusion sensor. As a result, the upstream sensor was replaced. Product is beyond a year from manufacture date (12/2013) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com